Event description:
It was reported that during an unknown procedure, the blade was broken after five minutes. The broken part was able to be removed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailble at this time.